Manufacturer narrative:
On initial MDR the product code of 1234 was an error. It has been changed to 4010. A sample was not received at the manufacturing site for evaluation for the report of plunger passed over the surface of the optic, causing a scratch; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there is one additional complaint associated with the component lots for the reported issue. The device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis.¿ investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with an intraocular lens (iol) implant procedure the plunger of the injector passed over the surface of the optic, causing a scratch on the lens. The surgeon suspects that the event was caused by the plunger positioned faulty or bent. Additional information was requested, but further no information was available.